Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was explanted and replaced with a newer technology ipg per physician¿s discretion. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.